Event description:
This patient experienced a thrombotic event eight days after cypher stent implantation. This patient was admitted for elective coronary evaluation. Angiography revealed two lesions within the bifurcation of the mid-lad and the second diagonal branch. The lesions were de-novo, bifurcated, calcified, flexion stenoses. The anatomy was tortuous. Aha/acc classification of the vessel was type c for the mid-lad and type b2 for the second diagonal branch. The mid-lad lesion length was 30mm and vessel diameter was 2.5mm. The second diagonal branch lesion length was 20mm and vessel diameter was 2.5mm. Heparin (7,000 units) was administered via IV. Pre-dilatation was conducted with a ballon (2.25/15mm) inflated to 14atm for 20seconds in the mid-lad and with a balloon (2.25/15mm) inflated to 20atm for 20 seconds in the diagonal. A cypher stent (2.5/28mm) was deployed to 14 atm for 30 seconds in the mid-lad and a cypher stent (2.5/23mm) was deployed to 18 atm for 30seconds in the diagonal. The two stents were implanted via y-stenting configuration. For both lesions, post-dilation was conducted with two balloons (2.25/15mm) inflated to 20atm for 20seconds via kissing balloon technique. Ivus was conducted and the residual stenosis was 0% with timi iii flow throughout the stented areas. The measured act was 272 seconds. The patient was discharged on ticlid and aspirin: however, this was discontinued due to rash. The patient was then started on a combination of cilostazol and sarpogrelate sulfate. Eight days post index procedure, the patient complained of chest pain and came to the hospital. An abnormal ECG was confirmed. Angiography was conducted and thrombus was observed in both of the implanted cypher stents. To treat the thrombus, balloon angioplasty was conducted via kissing balloon technique. The details of this procedure are unk. Clopidigrel was administered by mouth. Additionally, urokinase was administered intra-coronary. An intra-aortic balloon pump was also initiated.

Manufacturer narrative:
Physician's comment: the cause of the thrombotic event was because ticlopidine hydrochloride was stopped due to rash. This is one of two reports submitted for the same event. Please ref MFR report #9616099-2006-01517 and 01519.